Event description:
Information was received indicating that the patient passed away due to an accidental drowning death. The patient was left in a jacuzzi for 10- 15 minutes and was discovered floating in the pool when someone came to check on the patient. The explanted vns devices have not been received to date. The medical examiner who reported the death indicated that the patient was in good health. A battery life calculation was performed and indicated that the patient's generator was likely working at the time of the patient's death. An internal sudep evaluation was performed by the manufacturer which determined the death to be probable sudep. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR should not have been submitted as there was on allegation of the death against vns, and the cause of death was known to be drowning. Device evaluated by MFR: there is no allegation of the event against vns therapy, nor is there any suspected relationship, so device analysis is not relevant to this report.

Event description:
There was no allegation received with regards to this patient's death against vns therapy. There is no allegation of the death against vns, nor believed relationship against vns. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep, since the known cause of death was accidental drowning.